Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to changes in morphology which lead to oversensing. It was also noted that the shock impedance measurements were high but remained within an acceptable range. Technical services discussed troubleshooting options however it was noted that the currently programmed vector appears to be the best option. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to changes in morphology which lead to oversensing. It was also noted that the shock impedance measurements were high but remained within an acceptable range. Technical services discussed troubleshooting options however it was noted that the currently programmed vector appears to be the best option. No adverse patient effects were reported. Additional information was received that the smart pass feature of this s-ICD was disabled. Multiple inappropriate shocks were observed due to oversensing. This patient was observed real time while lying flat, on right and left side, sitting up and bending over in which noise was observed on some qrs complexes when patient was moving around. Smart pass was confirmed and re enabled. The physician would obtain a chest x ray to evaluate position. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.